Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced cloudy effluent. The cause was not reported. The patient visited the hospital a day after the event onset, however it was not reported if they were hospitalized. The patient was treated with an unspecified medication (dose, route, frequency and duration not specified). At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.